Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked and battery cap had stripped threads. A power loss was observed. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 12/21/2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/21/2013 with the following findings: during investigation, a review of the pump history showed pump reboots. Evaluation revealed that the battery compartment was cracked. The battery cap had stripped threads and did not secure properly to the battery compartment. Power loss was observed during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).